Event description:
During a remote follow-up, episodes of far field r-wave oversensing (ffrwos) and inappropriate mode switch (ams) were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.